Manufacturer narrative:
The insulin pump was received with intermittent act button response due to moisture damage keypad traces. The insulin pump was able to download to carelink properly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window, and cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated when she goes to bolus when hitting buttons are unresponsive. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.